Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure - (death). (B)(4).

Event description:
During index procedure the patient had one endeavor drug-eluting stent successfully deployed at rca. Approximately 36 months post index procedure patient expired. Cause of death is unknown, device relationship is unknown.